Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that he saw a manufacturer representative about a month ago who adjusted his stimulation regarding the issues with the electrodes, but he wasn't sure exactly what was done. The patient had an appointment scheduled for (B)(6) 2019 to continue working on programming with the representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had a change in therapy. The patient reported that the ins worked beautifully before camping over the past weekend. The patient explained that he sat down ¿pretty hard¿ on a wooden bench. The patient did not fall, but he impacted the ins. The patient noted that the ins is at his beltline and that he felt a shock when this occurred. The patient states that he does not have as. The patient woke up that night feeling uncomfortable. The patient keeps the ins at the lowest settings possible to preserve the battery, but he noticed the battery was almost gone. The patient reported he charged the ins up and by the next morning the ins was down by 50%. The patient does not feel stimulation at the highest setting. The patient noted he usually keeps the stimulation at 1.8 but he decreased stimulation down to .4. Within 24 hours, the ins battery was completely drained the patient has been in pain since sunday. The patient went to the ER where they gave him shots and drugs. It was recommended the patient get the ins checked to further address the issues. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2019-jul-02 by consumer reporting an hcp appointment on (B)(6) 2019. The power level was turned down on the implant. They did not recharge and were using additional muscle relaxers. The patient had no pain in right leg and needed a review of their power settings. No further complications were reported.